Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. Blood glucose reading was 180 mg/dl. The customer stated they were admitted to the hospital on (B)(6) 2020 and discharged the next day, (B)(6) 2020. Customer has been using insulin pump system within 48 hours of reported hospitalization. Auto mode was active t the time of the incident. The insulin pump will not be returned for analysis.